Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the contact received a cartridge change error during the load sequence. The customer's blood glucose (bg) level was 345 mg/dl and delivered a correction bolus to address bg level. The customer reported would use manual injections as alternate insulin therapy.